Event description:
Same pt as MFR report # 3005099803-2008-03845. Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 6 months post an rx wallstent permalume 10 mm x 40 mm stent placement procedure, a second stent was placed. The procedure was performed to relieve "an increase in obstruction symptoms due to an intra-biliary migration and tissue overgrowth of the stent", however, the stent was unable to be removed. An rx wallstent permalume 10 mm x 60 mm stent was implanted "through the initial stent". It was noted that the pt's symptoms resolved with the placement of the 2nd stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.